Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of errors via the log and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that a stuck button was detected, (the on/off and doo) and it was determined that the keypad was out of specification in an electrical manner and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis could not reproduce the error. The error log was also reviewed. Conclusion: the reported event was verified from the error log but could not be reproduced on the bench. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the external pulse generator (epg) powered up to an error, and the error code stayed on the lower display. It was also reported that the epg had a stuck button. The epg was returned for service. There was no patient involvement. The external pulse generator subsequently tested out of specification during manufacturer's analysis.